Event description:
It was reported that during a laparoscopic pneumectomy, the firing force was much higher than expected and the firing trigger of a sc45a which the reported cartridge was loaded into could not be grasped at the 1st stroke of the 2nd firing. Some staples were deployed, but they were not formed. The target tissue was not cut at all. Reinforcement material was not used. Another cartridge was loaded into the same sc45a and it was fired about 10 times without problems after this incident. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the area of staple line failure? -around rectum. Was a leak test done or was the failure detected visually? -the information was not provided from the hospital. Were there any stapling issues with the first firing? -no. Was the device fired over an existing staple line or clip? -it is not clear, but it had a possibility.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was returned with the cartridge deck damaged where the firing stopped. The reload was received partially fired 1/2. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that the one piece sled and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.